Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform occlusion, prime/compromised force sensor system, and the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The customer was able to prime the insulin pump. The self-test passed. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.